Event description:
Three toothbrushes in a package of four have broken while being used, once poling the gums. The other two broke while cleaning. These are oral-b brushes in a four pack. Only one brush made it thru to the end. The heads broke right where the rubber starts on the skinny part of the head. I kept one of the defective brushes. Document number: (B)(6). Report number: (B)(4).